Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 450mg/dl. Customer¿s current blood glucose level was 354 mg/dl. Customer was treated with insulin pump for high blood glucose with insulin pump. Drive support cap was normal. There was no air bubble and no leak. The insulin pump will not be returned for analysis.